Event description:
A notification was forwarded to the complaint team via stemi-dtu study regarding 34-year-old male patient on impella cp support that had bruising/hematoma at the access site. The clinical representative confirmed that no blood products were given, heparin was not withheld and no washout was performed. No serious intervention was performed. The patient also experienced ventricular tachycardia. The study found that there was a possible relationship between the impella, the impella procedure and the patient's ventricular tachycardia. The impella was successfully explanted after a day of support. The patient will be given a life vest upon discharge.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.